Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. The caller confirmed that the backup speaker did not alarm. No pt harm reported.

Manufacturer narrative:
The returned unit was reported as 'the monitor s low parameter alarm was not going off'. The reported failure could not be duplicated. The unit had a successful post pass verification. Post pass tone also functions as an audible confirmation that the speaker is performing properly. Info has been added to the database for trending purposes.